Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735859, serial/lot #: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when transferring the image form an imaging system to a navigation system, a message came through saying it was a non-navigated spin. The site claimed that all three boxes were green on the image acquisition screen prior to taking the scan. Nav tag did not show up on the mobile viewing station (mvs) image. It was also noted that technical services (ts) confirmed all three boxes were green for the entirety of the spin and made sure the navigated spin was checked on the pendant. It is unknown if there was a delay, and if there was an impact to patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.